Manufacturer narrative:
The insulin pump was received unable to prime during prime test due to faulty force sensor resistor; unable to perform occlusion test and excessive no delivery test due to prime anomaly. No motor error alarms were noted and the motor was tested outside the device and passed. However, the operating currents are within specifications and passed basic occlusion test and displacement test. The insulin pump had cracked case at the display window corners, cracked battery tube threads and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that they had excessive no delivery alarm. Customer's blood glucose at time of incident was 400 mg/dl. The customer tried to correct the blood glucose with a pen. The customer stated that no deliver alarm was triggered during bolus. The customer was advised that pump will be returned after high pressure test.

Manufacturer narrative:
Additional information has been received which was not included with the initial medwatch report. The additional information has been provided with this report.

Event description:
It was reported that the pump passed the high pressure test.